Event description:
Pt with symptomatic long-standing persistent af had epicardial and endocardial ablation performed on (B)(6), 2009. The procedure was uneventful and pt was discharged (B)(6), 2009. Pt re-admitted, exploratory sternotomy performed where fistula was repaired. There was no device malfunction reported. A letter from the attending physician stated that "the event was attributed to endocardial ablation as evidence of the causative nature of the event included location of the fistula. The fistula occurred in the pulmonary veins outside the pericardium where epicardial ablation cannot be performed due to access limitations. Endocardial ablation was performed at this location signaling that this event was likely caused by endocardial ablation."

Manufacturer narrative:
There was no report of product malfunction from the physician. The device history record was reviewed and no anomalies were noted. Original report of event reviewed internally at multiple time points. Device was not returned and physician indicated that event was unrelated to ncontact device use. Catheter product unk.